Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1cvbb, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: va1cvbb, ubd: 23-nov-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Rep reported a lead break following a fall; all symptoms returned. The rep was told an x-ray was taken and impedance were checked. As a result of what was reported, the entire system was explanted. No further patient complications have been reported as a result of this event.